Event description:
It was reported that after pt left surgery, intermittent helium leak alarms sounded. Clinician reset alarms and device appeared to be ok. No blood leaks were apparent. However, a large helium leak was detected on pt's side. Algarhythms were checked and waveforms were flat and did not drop below baseline. Alarms continued. Decision was made to remove balloon. A re-insertion was not required. No pt complications were reported.